Event description:
Customer reported the saw stops oscillating when it reaches bone. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, there were no failures identified. Maintenance was conducted and the device returned to customer on 5/27/2013. The complaint is indeterminate. Placeholder.